Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door 1 failed to open and no recovery option on the screen to recover the failure. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the station had a false drawer failure icon on the desktop, but there was no recovery action available on the recovery screen. A field service engineer (fse) guided the user to log in and identify the grayed-out medication, which was associated with drawer 2.2. Fse then manually triggered a failure by popping the drawer from the back and proceeded to recover the drawer. The drawer recovery was successful, and the drawer failure icon was cleared from the desktop. The system functioned as intended after the field service engineer (fse) troubleshot the device.